Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, customer experienced blood glucose (bg) levels less than 54 mg/dl and greater than 216 mg/dl; cause was not known. Customer consumed carbohydrates to address low bg level and administered insulin to address elevated bg level. The customer reverted to an alternate method of insulin therapy.